Event description:
It was reported that the pump malfunctioned, indicated by a malfunction code. There was no adverse impact on the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.